Manufacturer narrative:
No motor error alarm noted. Unit was unable to prime during prime/delivery test due to moisture damage on back pressure sensor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. Unit had scratched keypad overlay, stained end cap sticker, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during fill tubing. The customer did not recall any significant events leading up to the motor error alarm. Customer also reported that the device had two no delivery alarms. Blood glucose level at the time of the incident was 95 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.